Event description:
It was reported that there was an issue with the usb port on a pump, as the battery charging port was not working properly, requiring the patient to hold the pump at an unusual angle to charge it. There was no adverse impact to the customer¿s blood glucose level. No corrective action was taken as the customer was unavailable for follow-up, and the issue remains unresolved until further support can be provided in october.